Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 1/15/98).

Event description:
An alarm sounded from the pump and blood was noted in the catheter. The catheter was clamped off and the dr was called. The pt went to the o.r. And heparin was administered. The iab was removed and the pt was stable without iabp support. Event complications: none from the event-reported 11/20/97. Pt's current status: unk-rpt'd 11/20/97.